Manufacturer narrative:
H11: corrected data: d4: complete UDI number added. H11: corrected data: d4: complete UDI number added.

Manufacturer narrative:
According to available information, the patient was not fixed or secured during the examination in any way. No product issue could be identified. According to instruction for use for the definition edge (print no. C2-031-1.620.04.03.02; chapter 2.2.2 system movement; page 40-41 caution boxes): ¿movement of the table top entails a danger of injury. Unintentional patient movement! Contusion of patient extremities at patient table and gantry. Always fix and observe the patient during system movements. Movable parts of the CT system! Possible injury of the patient by moving parts. Always observe the possible contusion points shown in the following pictures.¿ this report is submitted with an abundance of caution.

Event description:
October 18th, 2023, siemens became aware of an incident that occurred while operating the somatom definition edge system. On (B)(6) 2023, an unconscious 65-year-old male patient was successfully scanned on the system. Following the examination, during the unloading process, the patient´s arm slipped to the edge of the patient table and the gantry hole. As a result, the patient suffered a bone fracture in his left arm. The patient´s arm was treated with a cast, and he was later discharged from the medical facility.